Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of a laparoscopic colorectal procedure, there was a difficulty removing the stapler from the cavity. The event resulted to a tissue loss and tissue damage. A second procedure was done to solve the issue. It was stated that the patient was not well 24 hours after the procedure. The patient had an extended hospitalization of 72 hours. The patient incurred a temporary injury.